Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was capped due to a fracture. The lead was exhibiting high impledance measurements. A new rate sense lead was implanted.